Event description:
Boston scientific received information that this patient was in the hospital for an unspecified reason. This patient's system consists of a boston scientific device and competitive right ventricular (rv) and left ventricular (lv) leads. The shock impedance measurements were noted to be fluctuating from less than 20 ohms to 42 ohms. A review of the daily measurements noted an average shock impedance of 35 ohms. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant stated the variability in the measurements could be due to the noise in the hospital environment. The consultant recommended testing to confirm the integrity of the system. Efforts to obtain additional information regarding the reported clinical observations were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.